Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in its shock impedance measurements, with the shock impedance measurements high out of range. Technical services (ts) was consulted and discussed stored data and therapy delivery under the current measurements. This rv lead remains in service. No adverse patient effects were reported.